Event description:
It was reported by the affiliate prior to a breast biopsy procedure, that there was a burnt odor when started up the machine.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the vacuum pump will need to be replaced. The device was functionally tested, met all product requirements.